Manufacturer narrative:
A return material authorization (RMA) was issued for the tip cover accessory, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. A monopolar curved scissors (mcs) instrument was returned without the tip cover; the mcs was fully functional with no product issue found. The event investigation is in progress. A review of the site's system logs for the reported procedure date was conducted and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. There was an error related to not being able to activate energy, based on the timestamp of the error in comparison to tool usage, this error occurred while the 2nd monopolar curved scissors (mcs) instrument was installed. There are no relevant errors associated with the first mcs instrument.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a hole was observed on the side of the tip cover accessory on the monopolar curved scissors (mcs) instrument. The surgeon reported that arcing was noted from the lower part of the tip cover accessory. The monopolar curved scissors was removed and replaced with a backup mcs instrument and a new tip cover accessory. The arcing was to the uterine fundus. This was planned tissue to be removed during the hysterectomy. No skin burns were observed. No repair took place. No fragments fell into the surgical field. The patient was seen in the emergency department on (B)(6) 2025 for vaginal discharge and was sent home when the exam was reassuring. The emergency department visit had nothing to do with the event. The procedure was completed robotically.